Event description:
It was reported that the radius height adjuster was discovered broken post surgery. The instrument was used during surgery to remove a radius rapid screw. The instrument was able to successfully remove the screw. It is unknown if the adjuster broke during the surgery. It is unknown if any fragments entered the patient cavity. There are no reports of adverse consequences to the patient.

Event description:
It was reported that the radius height adjuster was discovered broken post surgery. The instrument was used during surgery to remove a radius rapid screw. The instrument was able to successfully remove the screw. It is unknown if the adjuster broke during the surgery. It is unknown if any fragments entered the patient cavity. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. Result: the device was inspected and one of the prongs is fractured. It is unknown if the broken fragment was retrieved. The reported fracture was identified after the surgery and the surgery was completed successfully. No adverse reaction to the patient is reported and no surgical delay is reported. Manufacturing history was reviewed and no issues were identified. The device has been released approximately 5 years ago and have had been used over 150 times. The IFU for instrument states that " the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Conclusion: the possible root cause of the reported event was determined to be normal wear due to instrument age.